Event description:
Healthcare professional reported a rupture and seroma-late, diagnosed by MRI and ultrasound. Healthcare professional also reported ¿diffuse fibroadenomatosis¿ (not device related) this record relates to the right side. The device was explanted and replaced with a non-allergan device.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Cont. H.6. Health effect -f15 recognized device or procedural complication. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Photo analysis visual analysis of the photos identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma: unable to observe as it is a medical event that is not related to the device. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma.

Event description:
Healthcare professional reported a rupture and seroma, diagnosed by MRI and ultrasound. This record relates to the right side. The device was explanted and replaced with a non-allergan device.